Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal (' 9 weeks post opt') and ovarian cyst ('cyst the size of orange that need to be removed along with ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced ovarian cyst (seriousness criterion medically significant) and menstrual disorder ("issues related to menstrual period"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed. At the time of the report, the medical device removal, ovarian cyst and menstrual disorder outcome was unknown. The reporter considered medical device removal, menstrual disorder and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal (' 9 weeks post opt') and ovarian cyst ('cyst the size of orange that need to be removed along with ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced ovarian cyst (seriousness criterion medically significant) and menstrual disorder ("issues related to menstrual period"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed. At the time of the report, the medical device removal, ovarian cyst and menstrual disorder outcome was unknown. The reporter considered medical device removal, menstrual disorder and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.